Manufacturer narrative:
Device evaluation: the device was returned for investigation, sample was received in used conditions, without its original packaging, decontaminated and inside in a plastic bag. Visual inspection results: the sample don't present any damage, scuffs, pinch marks, cracks, crazing, etc. Which could cause the failure mode reported. Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus [cal. ID; (B)(4) due date: (B)(6) 2021] to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. No problem was found with the device. No root cause was determined for alarm issues; however for delivery accuracy issue detected trend review in delivery accuracy complaint code an escalation was performed to investigate this failure and determine the root cause for delivery issues. Escalation was initiated on (B)(6) 2021 under (B)(4). For alarm issues no actions taken however for delivery accuracy issue detected the date (B)(4) is in implementation phase. All occurrence and detection mitigations are placed in process.

Event description:
It was reported the device displayed the alarm -no disposable- and the delivery stopped. Also the pump stopped. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). H6 codes updated for additional issue of delivery accuracy found during investigation.